Event description:
Information reported by medtronic indicates that, customer reports high blood glucose. Blood glucose value is 429 mg/dl at the time of the incident. Customer is treated with manual injection. Troubleshooting were partially performed. The device is not expected to return for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.